Manufacturer narrative:
Investigation pending. The customer also reported false negative hcg results occurring on two other patients. These events were reported under mdrs 2027969-2017-00080 and 2027969-2017-00082.

Event description:
The customer reported the following events occurring on one patient: on (B)(6) 2017, the patient tested at home and received a positive result on a home pregnancy test. A serum sample was collected at the facility and produced a positive laboratory hcg-quant result of 285 miu/ml. A urine sample was also collected and tested at the facility and produced a negative result using the henry schein hcg dipstick.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention or returned products. Retention and returned products were tested with high positive, moderate positive and cut-off hcg urine concentrations. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.